Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed "!hw" "call tech support" err 121. No additional patient or event information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver data log was downloaded and reviewed, but no screenerroralarm errors related to issue were observed on the issue date. The reported event of the receiver displaying err 121 could not be confirmed. A root cause could not be determined.